Manufacturer narrative:
The date of the event was reported as an unknown day in (B)(6) 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor bladder ruptured during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between (B)(4) 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photograph show evidence of the ruptured bladder. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.